Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges elevated metal ion levels. Update rec¿d 03/16/2015 - plaintiff¿s preliminary disclosure form was received, which identified dob and part/lot information from patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 03/25/2015. Update 03/07/2016-der received. Patient was revised to address pain. Adding the femoral sleeve to the complaint. The complaint was updated 03/09/2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Update 03/07/2016-der received. Patient was revised to address pain. Adding the femoral sleeve to the complaint.